Event description:
Initial information was received on (B)(6) 2012 from a consumer's husband. This (B)(6) female used colgate power motion adult dual action head toothbrush and it exploded, sounded like a gunshot and the bottom of the toothbrush blew off and disintegrated. She experienced ringing in her ears. She used the toothbrush for the first time on (B)(6) 2012, and the event occurred at that time. At the time of this report, the consumer had recovered, as the event lasted about two hours. This case has been assessed as follows: toothbrush exploded and the bottom blew off and disintegrated (device malfunction) - unexpected and ringing in her ears (tinnitus) - unexpected. This assessment is based on initial information received on (B)(6) 2012 and is due to the nature and combination of adverse events presented throughout the case.

Manufacturer narrative:
Mah comment: based on a temporal relationship of the events with the use of the product and the sequence of the events the potential for a product causal association seems possible. (B)(4).